Event description:
Per (B)(6) at the (B)(6), patient is now deceased. (B)(6) has never filled the medication for this patient. Any information not provided has been marked unk. Dose or amount: md to administer. Frequency: unk. Route: unk.